Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported clip deployed on the sheath was not confirmed as the device was returned with the clip not deployed. The reported device would not pass all the way was confirmed as the device was returned with the sheath no engaged to the clip applier. The reported difficulties appear to be technique related and the subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a quality issue with this device. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a diagnostic procedure. Reportedly, the device would not pass all the way and the clip was deployed in the sheath. It is unknown if resistance was felt with the thumb advancer. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.